Event description:
It was reported the asymptomatic patient presented for initial implant of a right ventricular lead. During the procedure, the right ventricular lead exhibited intermittent capture and high pacing impedance. The lead was replaced and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.